Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. To remedy the issue the force sensor and force sensor printed circuit board were replaced and recalibrated. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion error. Keeps occluding even though there is nothing blocking it. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.